Manufacturer narrative:
Health effect impact code: f2203.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "suspicion of rupture (intracapsular)" which "may relate to implant strength or technique." The device remains implanted.